Event description:
It was observed during the device evaluation the colonovideoscope exhibit contamination in the light guide lens, plastic distal end cover and right, left, up and down knob, also dirt was found on the grip and air water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.